Event description:
On (B)(6) 2010, the patient underwent an emergent endovascular procedure using gore® tag® thoracic endoprostheses (tgt3715/8005920, tgt4020/8030667) to repair rupture of a descending thoracic aortic aneurysm. No issues were observed during the procedure. On (B)(6) 2010, the patient developed paraplegia. The cause of the paraplegia was unknown. It was reported that the patient was not treated, and was discharged on (B)(6) 2010. On (B)(6) 2011, six month follow-up examination showed that the paraplegia remained. On (B)(6) 2012, the patient expired due to acute renal failure. It was reported that the cause of the renal failure was due to infection to norovirus, and that the renal failure was not device or procedure-related. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.